Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon pacemaker interrogation check, battery impedance was significantly lower than the previous value on (B)(6) 2018. The device was being monitored, and replacement will be scheduled. Patient was stable.

Event description:
New information received notes that the pacemaker was explanted and replaced.

Event description:
New information received notes that the patient was in stable condition after the replacement procedure.

Manufacturer narrative:
Additional information: the reported field event of battery impedance anomalies was confirmed. Analysis of the device image indicated a false elective-replacement was triggered in the field consistent with low battery voltage fluctuations occurring when its capacity approaching elective-replacement level, as indicated by rising battery impedance. Analysis also indicated there were battery impedance diagnostic issues, resulting from un-calibrated data measurement that are consistent with code corruption. After reloading the product code, the device was tested on the bench and no anomalies were found.